Event description:
It has been noted by rn's that the secondary tubing has become very difficult to remove from the blue port. Some staff are having to use kelly clamps to disconnect. One rn snapped the tubing when she tried to turn the tubing with her hands to remove from the primary tubing's port.